Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2012 (B)(6), 5076 implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged during mitral valve repair procedure. There was difficulty repositioning the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.